Event description:
Additional information received stated that the thread of the screw of the test intercondylar case was damaged - locked (worn), so it did not allow moving forward or backward which made it impossible to adapt to the test femur.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During rtr surgery with the consignment instruments, at the time of adapting the intercondylar box to the right test # 4 femur, it had the screw locked and did not adjust; removed it and tried to put a screw from another box, but apparently the thread of the box is also damaged because it will not advance or adjust. It was decided to perform tests with the box without adjusting with the consent of the surgeon without any complications. No patient affect.